Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was damaged during existing device removal, and exhibited no capture at max output and low impedance. The ra lead was inactivated and attempted to be replaced but it was unsuccessful. No patient complications have been reported as a result of this event.